Event description:
A (B)(6) male pt contacted zoll customer support to report that his batteries were not charging correctly. The pt reported that the battery appears to be charged when placed in the charger, but does not show a charge when placed in the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery would not hold a charge nor power up a monitor. Liquid contamination was discovered in the battery pack. The root cause of the liquid contamination cannot be positively determined, but was likely the result of liquid ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.